Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redr2670 showed five other similar product complaint(s) from this lot number.

Event description:
It was reported a fracture was noted and the PICC line was removed by infusional services. It was stated there was no injury to the patient.